Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip fired correctly. When they went to fire the second clip, the handle moved but the jaws did not open. No other details are known. A new device was used to complete the procedure. There was no patient impact.